Manufacturer narrative:
(B)(4). The customer report of a kinked guide wire was confirmed through investigation of the returned sample. The customer returned one guide wire for analysis. Definite signs of use were observed. Visual analysis revealed that the guide wire contained multiple kinks along the body. The distal j-bend appeared misshapen but intact. Microscopic examination confirmed the kinking and revealed that both welds were present and spherical. The kinks in the guide wire measured 100mm and 349mm from the proximal end. The overall length of the guide wire measured 602mm which was within the specification limits of 596mm - 604mm per the guide wire product drawing. The kink and the guidewire total length were measured via calibrated ruler. The outer diameter (od) of the guide wire measured 0.808mm via calibrated micrometer which was within the specification limits of 0.788mm - 0.826mm per the guide wire product drawing. Functional inspection was performed per the instructions for use (IFU) provided with this kit, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was threaded through a lab inventory arrow raulerson syringe (ars) / 18ga introducer needle subassembly and passed with little to no resistance. A manual tug test confirmed that both welds were secure and intact. The IFU provided with this kit instructs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported the spring wire guide was kinking during use. The physician felt reistance during insertion. No patient harm was reported.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the spring wire guide was kinking during use. The physician felt reistance during insertion. No patient harm was reported.

Event description:
It was reported the spring wire guide was kinking during use. The physician felt reistance during insertion. No patient harm was reported.

Manufacturer narrative:
(B)(4). UDI related data quality updates only full UDI is not available as the lot# was not provided by the customer. The customer report of a kinked guide wire was confirmed through investigation of the returned sample. The customer returned one guide wire for analysis. Definite signs of use were observed. Visual analysis revealed that the guide wire contained multiple kinks along the body. The distal j-bend appeared misshapen but intact. Microscopic examination confirmed the kinking and revealed that both welds were present and spherical. The kinks in the guide wire measured 100mm and 349mm from the proximal end. The overall length of the guide wire measured 602mm which was within the specification limits of 596mm - 604mm per the guide wire product drawing. The kink and the guidewire total length were measured via calibrated ruler. The outer diameter (od) of the guide wire measured 0.808mm via calibrated micrometer which was within the specification limits of 0.788mm - 0.826mm per the guide wire product drawing. Functional inspection was performed per the instructions for use (IFU) provided with this kit, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was threaded through a lab inventory arrow raulerson syringe (ars) / 18ga introducer needle subassembly and passed with little to no resistance. A manual tug test confirmed that both welds were secure and intact. The IFU provided with this kit instructs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.